Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient who was implanted with vns about 4 months ago has an open wound in neck and lead wires can be visualized. It is unclear how it happened but patient has a trach tube in place. It is unknown when the wound was first observed but patient was seen on (B)(6) 2016 and the nurse practitioner was evaluating treatment options at the time. The patient¿s wound was packed and treated with running antibiotics. The company representative believed that the medical professionals were treating for infection. Patient later underwent explant of the generator and lead on (B)(6) 2016 due to infection and was discharged on (B)(6) 2016. Per the nurse practitioner, the patient had a trach tube and also drools excessively. As the patient's head is usually turned to the left, the drool falling on the left chest and the presence of trach tube contributed to the infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution.